Event description:
After a guided procedure, it was found that the implant placement was not according to the surgical plan. An analysis of the system log files as well as servicing of the system were completed but a root cause of the issue could not be established at this time. Further investigation is ongoing which includes a review of the procedure's post-op CT relative to the surgeon's pre-operative plan. A follow up MDR will be submitted once this additional investigation is completed. This particular report is being filed in advance of completing the investigation in an abundance of caution to be in compliance with the MDR regulation.

Manufacturer narrative:
UDI related data quality updates only. Updates based on UDI/MDR data quality notification received on december 13, 2024.